Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 105 mg/dl at the time of the incident. Customer states that when he reached inside his pocket to get the insulin pump, the reservoir fell off. Customer reports that the part that holds the reservoir in place is missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit was received missing reservoir tube o-ring, pillowing keypad overlay, serial number label missing, cracked select button keypad overlay, minor scratches on case, broken reservoir tube lip, corroded battery tube and minor scratches on lcd window.